Event description:
Revision surgery - the pt is being revised due to a peri-prosthetic fracture of the mid-shaft humerus, after a fall. The stem, glenosphere, shell, and insert were replaced.

Manufacturer narrative:
The reason for this revision surgery was to remedy a periprosthetic fracture after 4.1 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 25th complaint for this part number: ten due to dislocation, six due to infection, three stability/poor joint issues, two traumas, one malpositioned, one due to wear, and one revision. This is the first complaint for this lot number. The root cause for the periprosthetic fracture was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.